Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced an event of severe hypoglycemia at work resulting in a seizure and an ambulance call out to the scene. It was reported that the patient may have missed the low sensor glucose alert. Paramedics checked the patient's blood glucose and it was 1 mmol/l. Patient was taken to accident and emergency unit in hospital but was not admitted as inpatient. No further information available.